Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken reservoir tube lip and belt clip slot.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 98 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.